Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's stimulation is uncomfortable and it is not helping the patient's pain and the patient needs a contraindicated procedure. The patient requested the system be removed; therefore, surgical intervention may be taken.